Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/29/2014 with the following findings: the keypad cover was intact. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Unrelated to the reported event, the display screen was dim and discolored. A cartridge cap and battery cap were not returned with the device; a test battery cap was used during all steps of the analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.